Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: there is no 510k for this device, as it is for veterinary use only. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vet luer-lok¿ syringe was warped and the plunger did not work. The following information was provided by the initial reporter: "this customer said many from the pack seem warped and the plunger does not work."

Manufacturer narrative:
Investigation summary: thirty two samples were provided to our quality team for investigation. All samples were received in a sealed package from batch 1229852 and no samples were received for evaluation of reported batch 1323258. A visual inspection was performed and no damage, bending or warping of the syringe, barrel or plunger was observed. The samples were tested for breakout and sustain force and were well within the limits of the product specification. The reported defect was not identified in the samples received. Since no samples displaying the reported condition were received a potential root cause could not be defined, and corrective actions are not necessary. A device history record review was completed for lot number 1323258 and 1229852. A review showed no rejected inspections or quality issues during the production of batch 1229852 that could have contributed to the reported defect and one quality notification for damaged barrels was written during the production of this batch. A recalcification was performed and the line cleared of defects. H3 other text : see h10.

Event description:
It was reported that the bd vet luer-lok¿ syringe was warped and the plunger did not work. The following information was provided by the initial reporter: "this customer said many from the pack seem warped and the plunger does not work.".